Event description:
I had the fraxel dual laser used on my chest/decollete area for acne scarring. I specifically had my overall decollete area done once. The area between my breasts had small acne scars, so I had the fraxel performed, I believe, twice more on that specific area. My chest scars appeared more raised, than before I began the treatment. The overall texture of my skin on my decollete area was worse, dry in appearance. I was told it almost looked like eczema. I also had the laser treatment performed twice on my face to fade melasma. The first treatment on my face did not work. There was extreme care not to use a high setting for fear it would aggravate my skin and make the melasma worse; although the laser is supposed to help treat melasma, and that was why it was being used. There was no improvement at all. In fact, I felt, the melasma was a little worse. At my f/u for my first melasma treatment I was advised to do a slightly more aggressive fraxel treatment to get the melasma; however, my gut instinct told me not to follow through with the treatment. Because I was reluctant, I did see another dermatologist for a second opinion. That dr also wanted to use the fraxel on my skin, so even though my gut told me not to go through with the fraxel treatment, I trusted the physicians and nurse, and I proceeded. Since the second fraxel treatment, the skin on my face is noticeably worse. The biggest differences are my nasolabial folds are more pronounced than they were before. My skin texture is worse. My hyper-pigmentation has significantly increased and spread to more areas of my face. I also have what looks like a couple of areas of hypo-pigmentation I look like I have aged significantly, in the past year and a half, since my last fraxel treatment. The pigmentation and skin texture problems are persistent. Approximate date of first treatment is (B)(6) 2010. Approx date of final treatment was (B)(6) 2010.